Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection found corrosion on contact pins as assignable cause for customer allegation ¿pump shuts off every time it moves¿. Corroded contacts can prevent proper battery to pump integration thus improper power transfer if pump is on direct current. Evaluation determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a wireless battery module was loose on the pump and would result in it powering off every time it is moved. There was no patient involvement. No additional information is available.